Manufacturer narrative:
B1: corrected to adverse event in initial MDR. B2: corrected to required intervention to prevent impairment/damage (devices) in initial MDR b5: "on (B)(6) 2022, the lens was exchanged for a same length/model lens due to refractive surprise." Should be added to the initial MDR. D6b: explant date: on (B)(6) 2022, should be added to initial MDR. H1: corrected to serious injury in initial MDR. H3: device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: health effect - impact code: 4629 should be added to initial MDR. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.50/+3.0/114 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise. Lens remains implanted.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).